Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was fired on first firing with green reload. On the second firing with gold reload, the device was fired and the staples on the patient side of stomach did not form. The surgeon said he heard and felt grinding and jumping when device misfired on this second firing. The surgeon reported the stomach tissue was thin, the device was not articulated, and no buttressing material was used on the case. There was bleeding and surgeon oversewed area with 2-0 silk. The case was completed with new device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: rep reported surgeon could have used gold reload on first firing because of thin stomach tissue. It was also reported that the bougie size was 40 fr.